Event description:
The facility reported pt was being lifted when the right sling leg clip came off, causing the pt to fall down on pt's posterior and bumping pt's head. The pt was examined by a nurse, no other injuries were noted.